Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electro-pneumatic proportional valve failure and a conduit line leak. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure of the electro-pneumatic proportional valve, the air supply operation was unstable and the air supply did not stop automatically; however, we were unable to identify the specific cause of the failure. Olympus is unable to identify the cause of the leak from the primary conduit line. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address full: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during servicing/maintenance of the high flow insufflation unit device, it was discovered that the airflow was unstable due to a malfunction of the pressure valve. This resulted in an inability of the device to halt after startup. There was no patient involvement.